Event description:
Pleurx drainage bottle lost suction and the drain tubing dislodged from the base that punctures the bottle. The bottle needed to be discarded and a new kit opened to facilitate the drainage of the patients pleural catheter. The product was contaminated with pleural fluid, so it was discarded. The patients spouse stated that this is a routine occurrence when he does the drainage at home; he reports the issue to the company and they replace the defective product.